Event description:
The (B)(6) 2011, is the date coopervision was notified of a reportable event for this pt. On (B)(6) 2011, coopervision was notified that a pt was dispensed proclear 1-day (omafilcon a) contact lenses and suffered a minor corneal abrasion. Pt states the lens was stuck in the eye for a week. A minor abrasion is not a reportable incident and coopervision asked for more info and details on the event. On (B)(6) 2011, coopervision received the requested detailed info from the practitioner. Info stated that the pt experienced a corneal abrasion that was treated with chloramphenicol. The practitioner believes the cause of the corneal abrasion was due to a damaged contact lens. On (B)(6) 2011, pt was seen for a follow-up and no corneal damage or staining was present. No permanent reduction of vision. Pt was refit into biofinity contact lenses.

Manufacturer narrative:
Event was reported by the practitioner directly to a coopervision rep. This event is reported as a potential microbial infection based on the prescription use of chloramphenicol eye-drop antibiotic. Method: an unopened lens from the same lot as the actual lens was evaluated. The device was examined for visual defects and measured for parameters. Results: the original lenses were inspected and confirmed to have a rough edge. Conclusions: there is evidence to suggest the contact lens may have contributed to pt's symptoms. The edge defect may have lead to splitting lenses or abrasion. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the add'l info.